Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, cuff breakage occurred. The reporter stated that the patient was admitted to the ICU with ards on (B)(6) 2017. They reported that low oxygenation was found on (B)(6), and the cuff was reported leaking on (B)(6) during tube replacement; bronchoscopy was performed on the morning of (B)(6) 2018, and sputum scab was found in the tube. The tracheal tube was replaced; on the afternoon of (B)(6), it was found that the patient¿s oxygenation was 90. It was found that the cuff was leaking when removing the intubation tube for a check; the first tube found to be leaking was discarded, and the second one was "implanted back" after disinfection." It was reported that the device was ¿explanted-complete.¿ the customer indicated that injury occurred but that the patient recovered.